Event description:
Customer describes a 1+ reaction in cell one of the screening cells with the tango that the tango interpreted as negative. The sample is positive for anti-jkb and anti-s. Testing in ortho gel is 2+. Fse visited the site to inspect tango and collect iti data. The tango was serviced by qualified personnel and a review of provided data was carried out by its. The customer visually noticed a faint positive reaction with the p1 cells when tango optimo qualified the reaction to be negative. This may happen in very rare cases, is most often linked to weak antibodies and can not entirely be prevented. The phenomenon displays no instrument malfunction. Since the result image eval of tango optimo must not be understood as a final result but has to be validated by qualified personnel, questionable results should always undergo a second test either on tango optimo or with a second test method. For this case a recommendation to realign the roi has been sent out.

Manufacturer narrative:
The customer had reported false negative reaction of a pt sample with anti-jk(b) and anti-s. The anti-s was a historical antibody which now could not be detected in any method. Positive reactions of four samples after solidscreen ii control was performed. Customer has sent us the sample but not the complaint sample ahg anti-igg solidscreen ii. The sample was tested with our retention sample of ahg anti-igg solidscreen ii on tango in qc lab and reacted negative. Sample reacted weak positive only in peg method. The missed anti-jk(b) was a weak antibody which reacted positive only in the method which is known to be very suited for the detection of antibodies of the kidd sys. Further testings of ahg anti-igg solidscreen ii with reacting controls confirmed the correct function of the complained reagent. Testing of our qc lab confirmed the correct function of function of the affected ahg anti-igg solidscreen ii lot. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot.